Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. A new lead was implanted. No additional adverse patient effects were reported. Additional information indicates that fluoroscopy confirmed dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. A new lead was implanted. No additional adverse patient effects were reported.